Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) implant rotated and was scratched. The patient experienced a blur. Additional information was provided by the implanting surgeon that the patient was referred to another physician for the iol exchange. Additional information was provided by a company representative that the iol was removed in a second procedure. Additional information has been requested.